Event description:
It was reported that the customer had an unspecified cartridge issue. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A cartridge change was performed to address the issue.